Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11 during biomedical service. Based on baxter's review of the device event history, this reported condition occurred during delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.